Event description:
It was reported that this programmer's touch screen would not respond. No adverse patient effects were reported. The programmer was returned back from the field for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection did not reveal any anomalies. The programmer failed functional testing as the touch screen was not operating as intended. The software application was removed from the programmer, and new software was reloaded, which resolved the issue.